Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 14.7 mmol, 7.7 mmol, 9.9 mmol. Tests were done within 20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.